Event description:
It was reported that pump displayed recurring cartridge alarm during cartridge load process despite customer following proper loading steps. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was unable to resume insulin delivery with affected pump, and technical support arranged replacement pump, instructed customer to place pump into storage mode, and requested return of malfunctioning pump using prepaid label within specified timeframe.